Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is mentally challenged and it is not known if the patient can hear the sound. The patient had a revision surgery for repositioning due to the migration of the electrode array in 2015. Promptly after this surgery in situ measurement showed 10 electrodes with high impedance (intra-op). It was assumed that the impedances will come back to normal. However, many of them are still high. All external parts were replaced but there was no improvement. A follow-up appointment is not scheduled yet.

Manufacturer narrative:
According to the patient report the electrode was reinserted on (B)(6) 2015 due to the array migrated out of cochlea. Promptly after this surgery in situ measurement showed 10 electrodes became high in impedance (intra-op). It is assumed that the electrode array has been damaged during the reinsertion surgery. However, to determine an exact root cause a device investigation of the explanted device is necessary, but there are no plans for re-implantation at the moment. This is a final report.

Event description:
The patient had a revision surgery for repositioning due to the extrusion of the device in 2015. All external parts were replaced but there was no improvement. As per additional information, the electrode array migrated out of the cochlea, thus re-positioning occurred on (B)(6) 2015. The reason for the extrusion is unknown. Imaging results are not available. Nothing unusual has happened during the revision surgery.